Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in sensing and an increase in capture threshold was noted on the ventricular channel. Diagnostic imaging confirmed that the lead was dislodged. The lead was explanted and replaced and the patient was in stable condition.